Event description:
The extension tubing came apart at the single port adapter.

Manufacturer narrative:
Results: the sample is not available for evaluation. No additional information regarding this incident is available. A review of the device history records and material review report database could not be performed as a lot number for this incident was not provided. Conclusions: since the sample is not available for investigation, we were unable to determine a root cause for the problem encountered. (B)(4).